Manufacturer narrative:
Unique identifier (UDI)# (B)(4). Device requested for return but was not available.

Event description:
The customer complained of questionable inr results for an unknown number of patients tested on a coaguchek xs meter serial number (B)(4) when compared to the dade innovin method. The customer provided 19 separate examples of results comparing the meter results to dade innovin. Of the results provided 5 results were a reportable malfunction. The customer stated that some of the comparisons were of different patients, and some of the results were from the same patient. The customer could not further clarify which results came from which patients. The specific time of testing was not provided for the below results, but it was stated that the meter results compared to the laboratory results were obtained within 7 hours. Example 1: on (B)(6) 2018 the meter result was 2.3 inr. The laboratory result was 1.75 inr. Example 2: on (B)(6) 2018 the meter result was 2.2 inr. The laboratory result was 1.68 inr. Example 3: on (B)(6) 2018 the meter result was 3.8 inr. The laboratory result was 2.65 inr. Example 4: on (B)(6) 2018 the meter result was 3.7 inr. The laboratory result was 2.66 inr. Example 5: on (B)(6) 2018 the meter result was 3.6 inr. The laboratory result was 2.54 inr. The customer stated that the meter results from examples 1 thru 4 were reported out while only the laboratory result from example 5 was reported out. The customer did not know which strip lot was used, but they did think all the strips were used up. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation is currently ongoing.

Manufacturer narrative:
The customer meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr. Donor 2 inr: 2.7 inr. Donor 1 hct: 58%. Donor 2 hct: 58%. Testing results: donor 1: retention meter with master lot strips: 3.0 inr. Customer meter with master lot strips: 3.1 inr. Donor 2: retention meter with master lot strips: 2.7 inr. Customer meter with master lot strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results of 2.3 inr on (B)(6) 2018 alleged by the customer were not observed in the meter¿s patient result memory.